Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, oversensing and intermittent increases in pacing impedance measurements; including a high out of range pacing impedance measurement greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the noise episodes and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. Ts discussed troubleshooting options in addition to the option of programming the respiratory rate trend (rrt) feature off. The health care professional (hcp) opted to program rrt off and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, oversensing and intermittent increases in pacing impedance measurements; including a high out of range pacing impedance measurement greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the noise episodes and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. Ts discussed troubleshooting options in addition to the option of programming the respiratory rate trend (rrt) feature off. The health care professional (hcp) opted to program rrt off and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.